Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm and dissection approximately 17 months ago. It was reported that the patient presented with a ruptured aneurysm. The distal aorta had disease progression with dilatation of the thoracic aorta that was aneurysmal and a type I endoleak. The physician emergently implanted two valiant thoracic stent grafts in an attempt to contain the ruptured aneurysm. The stent grafts were successfully implanted and the endoleak was resolved and the rupture was excluded; however, the patient expired later that evening due to complications from bleeding / blood loss. It was also noted that the patient was in general poor health and could not tolerate another anesthesia procedure. No further information was provided.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, endoleak, aneurysm rupture, blood loss), patient's condition affected effectiveness of device (anatomy related; type I endoleak due to disease progression of aorta). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type I endoleak due to disease progression of aorta).